Event description:
Patient called back to check on tracking status of prior shipment because they had not yet received it. Agent reviewed packages appeared to be delivered thursday, july 24th. Patient understood by description the packages were left at their back door and must have been stolen, because they never received them. Agent will submit new request (with signature required) and follow-up with patient via e-mail with tracking information once available. Patient mentioned they had to wear a waist trainer to keep their back supported without use of therapy. Agent sent request to repair. Agent reopened case to send follow-up email to patient with tracking information and called patient back to notify them that signatures are not able to be requested (per repair team, unable to so with the sap request system). Agent added new tracking numbers to secure note as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device .the reason for call was patient reported they have not been able to charge their implanted neurostimulator for probably 3-4 days and reported seeing no device found. Patient noted they had reset the controller but this did not resolve. Patient added that since last night the implant itself has been becoming warm and uncomfortable and feels like it heating up. Agent asked if this was occurring while attempting to charge the implant and patient stated it was not. Agent had patient examine equipment for damage; patient reported no visible damage to the controller battery compartment and controller port and denied any rattling noise inside the controller, but stated one of the pins on the battery pack was "lifted" above the other 3 pins. Patient also noted the area where the recharger cord meets the paddle was bent and gray in color. Agent sent requests to repair for replacement recharger and battery pack and redirected patient to healthcare provider to further address implant warmth.